Event description:
Reportedly, the instrument did not place properly formed staples on the tissue. Several additional sulus were loaded onto the instrument handle and fired on the tissue. However, these instruments did not place properly formed staples on the tissue either, the procedure was converted to an open surgery, and the anastomosis was completed by suturing the site to complete the case. Procedure: lung biopsy. Pt status: no pt injury reported.